Event description:
Philips received a complaint from the customer regarding a v60 device indicating that the measured tidal volume exceeded the set value and the ventilator continued to alarm. The device was in use on a patient at the time the issue was discovered. The ventilator was replaced with a standby unit to prevent potential harm. No adverse effects to the patient or user were reported. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the actual monitored tidal volume exceeded the set value, the ventilator continuously alarmed. There were no diagnostic codes that displayed on the unit. The unit was repaired by the hospital¿s equipment department, which they replaced the flow sensor. Following the repair, the ventilator returned to normal function, and no personal injury was reported. The device successfully passed performance specification testing, though confirmation details were not provided. The ventilator has been placed back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.